Event description:
The pump was returned for investigation. Investigation revealed that the down arrow button was intermittently responsive and contamination was found under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn and missing at the down arrow and ok buttons. The down arrow button was intermittently responsive, while the rest of the buttons on the keypad responded properly. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).